Event description:
Event description guidant received information that at the attempted implant of this implantable cardioverter defibrillator (ICD), a low shocking impedance post-shock with this device, due to insulation damage found on the body of the chronic lead, this new (ICD) was being attached to. The physician then elected to remove and replace the (ICD) along with the chronic lead.